Event description:
It was later reported that the patient had a prophylactic full system revision. The explanted devices are unavailable for return. The lead was replaced due to the patient's neck pain.

Event description:
The patient's physician later clarified that the increased seizures were related to the loss of therapy when the settings were reduced. The increase in seizures were above pre-vns baseline levels. The painful stimulation in the patient's neck, jaw, ear, and throat were related to vns stimulation. The settings reduction was performed for patient comfort only, not to preclude a serious injury. The patient was also referred for the full revision due to painful stimulation, for patient comfort only. It is unknown whether a non-absorbable suture was used during the generator's placement.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event . Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect - clinical code :e2402.

Event description:
It was reported that the patient had a few bad falls that lead to painful stimulation that started in the neck and would radiate to the jaw, ear, and throat. Diagnostics were within normal limits. The patient had seen their physician, and he turned down the output current which helped with the pain; however, this reduction of settings lead to breakthrough seizures. The patient returned to the physician¿s office the next day to turn the settings back up, which helped with the seizures. The patient has been referred for a full revision. The patient¿s mother also reported that the patient had another fall where he landed on a trash can which impacted the generator, and now they feel that it is loose. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.